Event description:
A malfunction alarm was reported, with no notable events occurring prior to the incident. There was no adverse impact on the customer¿s blood glucose level. The customer planned to call back to reset the pump, as the malfunction code was resettable, indicating potential corrective actions were pending. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.